Manufacturer narrative:
Correction: evaluation summary one sample was received for evaluation and the reported condition was confirmed. A visual inspection was performed and it was observed the connector is broken and part of it is missing. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, the connector was found damaged upon opening the package. The customer reported that there was no patient involvement.